Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout, the system per formed as intended. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the unit was not "tracking". Additional information was received stating that the tool cards were not added to the application to be used. No patient was present.